Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported catheter leaked glue. The specific reason was unknown.

Manufacturer narrative:
H3: the apollo catheter was returned for analysis within a shipping box; and within a plastic-bio-pouch. Visual inspection/damage location details: the apollo total length and usable lengths were measured to be within specification and the distal floppy segment which was measured to be within specification. Onyx residue was found within the apollo hub. No issues were found with the apollo hub. The apollo catheter body was found to be damaged and deformed at 18.5cm to 17.5cm from distal end. In addition, the catheter body appeared to be tangled at 16.4cm from distal end. The 3.0cm detachable tip was found to be detached from the apollo micro catheter and was not returned for analysis. Therefore, any contributing factors from the detached tip could not be assessed. As returned, it could not be determined if the useable and distal length of the apollo micro catheter is within specification as the detachable 3.0cm tip was detached and not returned. The entire surface of the apollo catheter body was examined under magnification. The apollo catheter body was found to be ruptured at 21.4cm from the distal end. The apollo micro catheter was pressurized with water and found non-patent as it was found to be occluded with the onyx. The remaining onyx will not be returned as it was consumed in the event. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter leak¿ was confirmed as the returned apollo micro catheter was found ruptured. The rupture appears to have occurred as a result of over-pressurization. Rupture can occur during injection of embolic material or when the distal portion of the catheter is kinked, prolapsed, or occluded. Rupture can also occur due to high injection rate, use of palm of hand pressure, increased injection force against resistance or pauses longer than two minutes. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specification identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo microcatheter had a leak at an unknown location. The catheter was tested/inspected prior to use, the leak was observed during use. The patient was undergoing treatment of a superior cerebellar artery fistula. The patient's vessel tortuosity was moderate. It was reported that the angiography showed a fistula of the superior cerebellar artery. After many times of being guided by the guidewire, the apollo catheter was in place and the glue was applied normally. However, when the first glue was placed in the navien, there was a leakage of the microcatheter, and the whole system was withdrawn immediately. A common guiding catheter was used and successfully cured the embolism. There were no patient symptoms or complications associated with the event. The catheter was flushed as indicated in the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.